Event description:
Boston scientific received information that during routine device follow-up, the right ventricular lead exhibited oversensing of noise. The noise was observed when the patient was lying down. Isometrics was done however could not re-reproduce noise. The patient received inappropriate shocks with no therapy exhaustion. Oversensing did not lead to pacing inhibition, no greater than 2 seconds of asystole. The right ventricular lead was abandoned surgically. A new rv lead was implanted. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.